Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: if this were to reoccur during use, a kinked/twisted endotracheal tube can lead to a compromise in patient ventilation sometimes necessitating an emergency extubation and reintegration. (B)(4). Note: the actual date of event is unknown, so the date used was the date we became aware.

Event description:
This complaint was received by (B)(4) on (B)(6) 2012 from (B)(6) for product endotracheal tube size 8.0 mm. Customer complaining: "kinked tube."